Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized and due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018. The customer¿s blood glucose was 300 mg/dl at the time of the incident and current blood glucose was 109 mg/dl. The customer¿s blood glucose was 250 mg/dl and 400 mg/dl. The customer was treated with insulin pump and manual injection in the emergency room and in hospital. It was reported that they had received insulin flow block alarm and it was not working. Customer reported that alarm did not occur during fill tubing. Customer reported that they had event was resolved by changing complete set (infusion and reservoir). The customer does not allege pump was under delivering. The customer does not allege pump was under delivering. The customer was advised if they have concerns their pump may not have detected an occlusion we can test this alarm using a tubing clamp. The insulin pump will not be returned for analysis.